Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found to be in the left ventricle via echogram. This lead was then successfully repositioned and remains in service. No additional adverse patient effects were reported.